Event description:
It was reported that after predilatation was performed on the lesion in the right coronary artery (rca), while implanting the 2.75 x 15 mm xience v in a tortuous and calcified lesion, a lot of resistance was felt. A distal dissection occurred that was treated with another stent. No additional info was provided.

Manufacturer narrative:
(B)(4). Eval summary: physical resistance can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, device placement technique, and accessory device support. It is likely that the moderately tortuous and moderately calcified lesion contributed to the reported physical resistance. Reportedly, a dissection occurred after implant of the xience v stent. It should be noted that the xience v instructions for use (IFU) lists dissection as a known adverse event associated with coronary stenting procedures. The IFU also states: implanting a stent may lead to vessel dissection and acute closure requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). In this case, another stent was implanted to treat the dissection. Although a conclusive cause for the reported dissection and its relationship, if any, to the product or procedure could not be determined, the reported physical resistance appears to be related to the operational context of the procedure. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the mfg line before release. Additionally, a quality control audit inspection is used to verify the product quality.